Event description:
The customer alleged that while in use on a pt, the 840 ventilator alarmed and displayed "vent inop." The rt responded to the alarm and removed the pt from the ventilator and placed them on another ventilator. There was no pt harm or injury. The nellcor puritan bennett customer service engineer (cse) inspected the device and could not duplicate the alleged event, although he could verify the error code in memory. The unit passed extended self testing.